Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the 12 lead ECG was not working. There was no patient involvement.

Manufacturer narrative:
H3 other text : complaint evaluation.

Event description:
It was reported to philips that the 12 lead ECG was not working. Multiple attempts have been made to obtain additional information but no response was received. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained and an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further investigation or action is warranted.

Event description:
It was reported to philips that the 12 lead ECG was not working. There was no patient involvement.